Event description:
A health professional reported that an ophthalmic operating console and surgical procedure pak presented problems with no aspiration in fluid-air exchange mode during a cataract surgery. The surgery was completed successfully after replacing the console with another one. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. The sample was not received at the investigating site for evaluation; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. Since there are no product identifiers, the device history record (DHR) and lot/sn review could not be performed. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The fluid/air exchange (f/ax) manifold is leak and flow tested to ensure the device functions as intended during production. The f/ax is leak and flow tested once after the auto infusion valve is welded to make certain the valve functions. A second test is performed after assembly of the entire f/ax tubing manifold. After the investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. No adverse trends have been observed associated with the reported product and event. There is downstream testing performed on the assembled manifold which would have identified any functional defects associated with the aiv during manufacturing. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).